Event description:
It was reported that a malfunction alarm occurred with the pump showing malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and successfully reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears.